Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, a long term threshold record showed inconsistent capture for the previous two months with thresholds as high as 4.0 v. Bipolar lead impedance was >2500 ohms. Unipolar capture thresholds were .75 v at 0.5 ms and impedance was 300 ohms. The device will remain programmed to the unipolar configuration and the patient will be monitored.